Event description:
It was additionally reported that the site did not believe the fall or dehydration was lvad related. It was noted that the patients ar was trivial pre-surgery but progressed to moderate 6 months post implant. The device could not be ruled out as a possible contributory factory to the ar since the downward force from the pump flow may have affected the aortic valve, however the patients background as an elderly person may have also contributed. Based on a myocardial biopsy, a diagnosis of cardiac sarcoidosis was made. Given the preoperative catecholamine dependence and refractory arrhythmias, it is presumed that right heart failure had already developed pre-lvad, however it was noted that the device could not be ruled out as a possible contributory factor due to the fact that low perfusion due to postoperative aortic regurgitation (ar) and decreased left heart function may have led to reduced pump efficiency, indirectly increasing the load on the right heart, and thus possibly contributing to the right heart failure. The center believed the cause of the low flow alarms was dehydration due to decreased adl post fall, along with poor oral intake. The patient showed temporary flow improvement after hospitalization through fluid replacement. Due to the patient's loss of appetite, the patient remained dependent on intravenous fluids. No log files were available.

Manufacturer narrative:
Correction: section d9, h6 additional codes. Health effect - clinical codes: 1807 - dehydration. 2596 - ascites. 4569 - decreased appetite. 2501 - low cardiac output. 4868 - hemodynamic instability. 1685 - abdominal pain. 1971 - necrosis. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Decreased flow was confirmed through analysis of the retrieved log files. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The remainder of the pump cable and the modular cable were also returned. Approximately 1¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned detached from the pump with the cuff lock disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured decreased flow on (B)(6) 2024 from 12:58:08 through 13:09:19. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists right heart failure, aortic insufficiency, thromboembolism, arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Intestinal ischemia was suggested, but no obvious thrombi were observed within the visible range of the aortic valve, artificial blood vessels, or the excised left ventricular assist device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After a fall and sprain at home, the patient's activities of daily living (adl) declined, leading to poor food intake. On (B)(6) 2024, the patient was urgently readmitted due to dehydration, low flow, and vt (ventricular tachycardia). At that time, moderate aortic regurgitation (ar) was noted. Post-admission, the patient exhibited symptoms of right heart failure (ascites accumulation) and showed poor response to medical treatment. Gradually, the patient developed anorexia and malnutrition, likely due to low perfusion caused by ar and low output syndrome (los). On (B)(6) 2024, an aortic valve replacement (avr) surgery was planned. However, on (B)(6) 2024, the patient developed a central venous (cv) catheter infection and fungal bacteremia, leading to the postponement of the surgery for treatment initiation. Enteral nutrition was started on (B)(6) 2024, but on (B)(6) 2024, the patient developed abdominal pain. A CT scan on (B)(6) 2024 revealed portal venous gas and pneumatosis intestinalis, indicating intestinal necrosis. Low flow persisted, and the patient was pronounced dead at 1:08 pm on the same day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.